Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported; the broncho videoscope had a black image (no image). The event occurred during set up / inspection for use before patient was in the room. There was no patient involvement.